Event description:
The user facility reported their 4085 surgical table did not perform the table top slide function when commanded during a patient procedure. No report of injury or procedural delay or cancellation.

Manufacturer narrative:
Steris field service technician arrived onsite, inspected the table, and identified a damaged ac power cable. The power cable to the motor showed signs of impact damage with the column shroud after being positioned outside of the cable chain which caused the cable to short. The DHR for the unit was reviewed and no issues were noted. The technician replaced the ac power cable, tested the unit, and confirmed it to be operating according to specification.

Manufacturer narrative:
The patient was transferred to another surgical table where the procedure was completed without further incident.

Event description:
Report of a procedural delay.